Event description:
It was reported that during a device upgrade procedure, the old device was removed from the pocket and, in doing so, the right ventricular (rv) lead was damaged. A new rv lead was implanted successfully. Besides additional surgical intervention, no other adverse patient effects were reported. Lead return is not expected at this time.

Event description:
It was reported that during a device upgrade procedure, the old device was removed from the pocket and, in doing so, the right ventricular (rv) lead was damaged. A new rv lead was implanted successfully. Besides additional surgical intervention, no other adverse patient effects were reported. Lead return is not expected at this time.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.